Manufacturer narrative:
Retainer ring : black. As per r&d analysis. Customer complained on (B)(6) 2021 insulin pump alarmed critical pump error. P-cap / reservoir locks properly into place. Device successfully downloaded traces and history file using thump. No moisture damage noted during visual inspection. However, unit received with critical pump error due to three reoccurring pump error 53 and pump error 35 are confirmed in formatted history files and detail trace. Force sensor 0 offset measured within specification range, however device received with scratch marks on force sensor flex cable. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Unit was able to boot out of open book and all hardware test passed. Critical pump error and pump error 53 occurred due to software anomaly. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Critical pump error and pump error 53 occurred due to software anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had sudden critical pump error of open book image. Customer confirmed that insulin pump was not dropped or exposed to any uncommon situation. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.